Event description:
It was reported that the table locks did not actuate, causing the tabletop to move in two directions without resistance. There was no injury reported. The issue was discovered as the operator was setting up the table. This situation could contribute to an injury, if a pt or operator were unaware of this condition while loading a pt. The ensuing instability could lead to a fall.

Manufacturer narrative:
The ge field engineer (fe) evaluated the system, and found the steel cable cover was loose. This cover caused the table's lower back cover to become loose as well. This, in turn, depressed the foot pedal, causing the table locks to release. The fe tightened the cover onto the table frame and resolved the issue.